Event description:
The patient had knee stiffness in the knee and the cause of the stiffness is unknown. At about 10 months post primary the surgeon performed a synovectomy and downsized the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 22 may 2025: lot 2335813: (B)(4) items manufactured and released on 19-sep-2023. Expiration date: 2028-09-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.